Event description:
The tech alleged the head section is not raising. No pt impact.

Manufacturer narrative:
The tech found the cardio pulmonary resuscitation release valve linkage is out of adjustment. The tech adjusted the cardio pulmonary resuscitation release valve linkage to resolve the issue.